Event description:
It was reported that the balloon was defective. Folllow up with the customer indicated that the balloon was fine during the pre-insertion test; however, the balloon ruptured when it was inside the pt during insertion. No pt complications were reported.

Manufacturer narrative:
Leak testing confirmed the balloon would not maintain inflation due to leakage from a crack or split in the catheter body, that enters the inflation lumen. The split was located at the distal end of the middle form area.